Event description:
It was reported that, this right atrial (ra) lead exhibited noisy signals, high pacing thresholds and high pacing impedances out of range. The ra lead was reported to be fracture. Subsequently, this ra lead was explanted and replaced. Additionally, the right ventricular (rv) lead was also explanted due to high thresholds and noisy signals. No additional adverse patient effects were reported.